Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had renal dysfunction requiring dialysis and the initiation of inotropes.

Manufacturer narrative:
Section a4: patient date of birth should have been omitted from the initial report. Manufacturer's investigation conclusion. A direct relationship between the device and the reported renal dysfunction could not be conclusively determined through this investigation. It was reported that the patient experienced renal dysfunction and was treated with dialysis, ultra-filtration, and inotropes. The patient was ongoing at the time of study completion/withdrawal. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) .no product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28mar2022. No further information was provided. The manufacturer is closing the file on this event.